Event description:
A physician reported a certas valve (B)(4) was implanted via v-p shunt on unknown date with unknown setting. In the autumn of 2021, the patient hit the valve part due to a fall. The base of the connector on the proximal side was broken and torn, resulting in shunt failure, which was removed and replaced on unknown date. According to reporter, it is unknown if all broken parts were recovered or if an x-ray was taken to assure no parts left in patient. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
The certas valve (ID (B)(4)) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.